Event description:
Boston scientific received information that this right ventricular (rv) dextrus lead was exhibiting impedance measurements of 140 ohms. An insulation breach is suspected and the lead was replaced. No adverse pt effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, electrical and mechanical inspection. The analysis of the lead demonstrated multiple signs of abrasion and a damaged insulation as well as a short circuit in this area. The insulation damage an the short circuit can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Furthermore cuttings in the insulation were detected which occurs most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.